Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, value was not provided. Customer alleged that the high bg was due to not charging the pump and subsequently the pump shut down. Tandem technical support educated the customer on charging the pump. Customer was able to resume insulin delivery successfully.